Event description:
Additional information: additional information was provided indicating that the patient underwent a pump exchange on (B)(6) 2016.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the inlet bearing cup and ball. These thrombi appeared have developed as a single formation and was pulled apart as a result of the pump disassembly process. The laminated structure of these thrombi and their areas of denaturation indicate that they likely formed in this location over an undetermined period of time while the system was supporting the patient. Further analysis of the pump revealed a deposition adjacent to the outlet bearing ball. This deposition¿s lack of laminated layering indicates that it likely did not initially form in the outlet stator. Although the specific origin of this deposition could not be conclusively determined, its areas of denaturation suggest that it was also present while the system was supporting the patient. Although a root cause for the development of the observed thrombus formations could not conclusively be determined through this evaluation, they could have contributed to the patient¿s elevated lactate dehydrogenase level. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency room on (B)(6) 2016 with complaints of dyspnea; however the patient's volume was "dry". Interrogation of the pump showed elevations in pump power; however, they were associated with pulsatility index events. An echocardiogram confirmed that the pump position was appropriate with the inflow cannula pointing towards the mitral valve. The patient's baseline lactate dehydrogenase (ldh) level is 200s u/l but was currently in the 700s u/l without clinical signs of hemolysis or hematuria. At the time of the event, the patient was taking aspirin. The inr was at 2.0; however, it was reported that the patient¿s range was 2.5-3.00, with a rare peak to 4.0. On (B)(6) 2016, one day post admission to the hospital, the patient¿s dyspnea reportedly resolved. The ldh level was 800+ u/l. An echocardiogram revealed a possible partial obstruction in the inflow cannula vs. Possible artifact. A heparin infusion was initiated. On 05/11/2016 it was reported that the patient's ldh was 1500-1600u/l and the heparin infusion was switched to IV argatroban. Increasing dosages of anticoagulation in addition to full dose aspirin were required to stay therapeutic; the patient's ptt was 40-50 seconds. The patient was listed as status 1a for transplant. The patient was not experiencing any symptoms of heart failure and the urine was not tea colored. On 05/18/2016 a log file was reviewed by the manufacturer's technical services representative. The pump parameters reportedly stabilized and no atypical alarms were noted. The data did not contain attributes which would lead to the suspicion of the presence of thrombus within the motor chamber. The patient¿s ldh values continue to increase. The patient will reportedly remain in the hospital until transplanted. No further information was provided.